Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was not reproduced during evaluation. A review of the event history log identified failed downstream occlusion test. The cause was determined to be a chipped downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.